Event description:
In the past almost 2 years, our facility has had a tremendous number of issues with easypoint needles. They are unsafe for medical professionals and patients. Issues that we have had: needle not retracting, blood spray with retraction of needle, needle popping off syringe with attempted retraction with syringe popping out, dull needles, failing to puncture skin, causing pain, needles bending when drawing up meds, abnormal curvature of tip of needle, syringe/needle completely falling apart upon retraction, protective cap falling off when removed from package, needles having connection issues, not tightening, leaking at the hub. We have gone through the proper channels, had retractable technology, inc (rti) educators out to meet with staff, sent back defective needles, and still no resolution. Our supply chain department has over 55 reports, and this doesn't account for the events that occur that are not reported.

Event description:
In the past almost 2 years, our facility has had a tremendous number of issues with easypoint needles. They are unsafe for medical professionals and patients. Issues that we have had: - needle not retracting - blood spray with retraction of needle - needle popping off syringe with attempted retraction with syringe popping out - dull needles, failing to puncture skin, causing pain - needles bending when drawing up meds - abnormal curvature of tip of needle - syringe/needle completely falling apart upon retraction - protective cap falling off when removed from package - needles having connection issues, not tightening - leaking at the hub we have gone through the proper channels, had retractable technology, inc (rti) educators out to meet with staff, sent back defective needles, and still no resolution. Our supply chain department has over 55 reports, and this doesn't account for the events that occur that are not reported.